Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received device evaluation anticipated, but not yet begun

Event description:
The device was explanted due to battery reaching eri. Premature battery depletion is suspected.

Manufacturer narrative:
A longevity calculation was performed, and it was determined that the battery is within expected longevity performance based on the device usage. The power consumption of the device was measured and found to be normal. The automated test system detected no anomaly and the device met all specifications.